Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that they cannot flush through the j-loop could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c and lot number 22069274 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ extension set could not flush through j-loop. The following information was provided by the initial reporter: cannot flush through the j-loop and there were multiple items (in the box) with the same lot# having this issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ extension set could not flush through j-loop. The following information was provided by the initial reporter: cannot flush through the j-loop and there were multiple items (in the box) with the same lot# having this issue.